Event description:
During a routine shift check of the device by a clinician, the device powered without display. Audible tones from the device and the activation of the recorder indicate the device is operating properly otherwise. The complainant indicated that there was no pt involvement in the reported malfunction.